Event description:
Additional information received reported the patient had the extension revised due to superficial lead wire/extension and pain. It was reported the patient was hospitalized due to the event and the patient recovered without sequelae.

Event description:
It was reported the patient was scheduled for a surgical procedure that was related to the implant for 2014-(B)(6). It was noted the patient had good stimulation but up on the patient¿s back where the anchors are located, the patient had a painful area. It was stated the patient went to an emergency room. It was noted they thought the anchors caused the discomfort. It was stated their health care professional (hcp) wanted to bury the anchors more. It was noted the patient was ¿real skinny.¿ it was noted the doctor thought the anchors were ¿getting very superficial and did not want them to break through the skin.¿ it was stated the patient had pain all the time and it was not stimulation related. It was not known how long the patient had experienced this pain.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), product type recharger, product ID 39286-65, serial# (B)(4), implanted: 2011-(B)(6), product type lead product ID neu_sleeve/anchor, (B)(4).